Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter secondary port leaked blood and anesthetic drugs during use. The following information was provided by the initial reporter: "when using the cannula the cap that covers the secondary port often falls off. Secondary port after second use starts to leak. There can be observed leakage of blood and anesthetic drugs-it can be very dangerous for the patients."

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter secondary port leaked blood and anesthetic drugs during use. The following information was provided by the initial reporter: "when using the cannula the cap that covers the secondary port often falls off. Secondary port after second use starts to leak. There can be observed leakage of blood and anesthetic drugs-it can be very dangerous for the patients."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-25 h6: investigation summary one representative sample was received by our quality team for evaluation. The sample was subjected to visual inspection, injection leak test, and the catheter adapter leak test. The sample passed inspection and no abnormalities were observed. A device history record review found no non-conformances associated with this issue during production of these batches. Based on the customer verbatim, the root cause of the leakage could be due to the valve issue. Bd is aware of this issue and is in the process of implementing corrective actions to improve the customer and patient experience. CAPA 1379444 has been initiated. See h10.